Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 189 mg/dl, and the meter bg reading was 89 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Reportedly, the customer went to the emergency room (ER) and was treated with intravenous fluids and was monitored. Customer was released from the ER 2 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.